Event description:
It was reported that difficulty was encountered during insertion of the catheter through the sheath. Then, the guide wire separated inside the catheter. The devices were removed as a unit, and there were no pt complications.